Event description:
It was reported that the customer had high blood glucose levels of 124 mg/dl. The customer reported seeing air bubbles in the reservoir of the insulin pump. Troubleshooting was done. The customer was advised that rewinding the insulin pump with a reservoir in place will create air bubbles. The customer reported that the insulin pump was not rewound with a reservoir in place. The customer was advised to deliver a five unit fixed prime until the air bubbles are no longer visible. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. It was reported that the air bubbles were no longer visible after an infusion set change. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).